Manufacturer narrative:
(B)(4): allergy test results have not been provided. With the available info, a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt underwent a spinal fixation with titanium hardware (implant levels not provided). The pt experienced persistent total body pain one to two yrs post op. The surgeon reportedly does not believe the pt's symptoms are device related. The pt's family suspects the pt may have a titanium allergy. The pt has been refered for allergy testing. No intervention is planned at this time. (B)(6)